Manufacturer narrative:
Follow-up #1: date of submission 05/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/16/2016 with the following findings: review of the black box data revealed multiple, unexpected power on reset events. The returned battery cap was intact and able to secure to the pump to maintain electrical connection. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. During investigation, ez-prime steps were performed correctly. There was no power interruption, errors, alarms or warnings during investigation. Investigation did not duplicate the alleged ¿no power¿ complaint. The pump was opened for further investigation and did not reveal any damage, defect or contamination of the pump¿s interior components. Unrelated to the original complaint, the display screen was noted to be dim/faded and discolored and the battery compartment was found to be cracked below the finger pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery of insulin to the patient. There was no indication that the product caused or contributed to an adverse event.